Event description:
The account alleged the nurse call will only function when the ac power is removed from the bed. No pt impact.

Manufacturer narrative:
The account replaced the side communication board to resolve the issue.